Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a right tka. Surgeon states that the shaft of the tibial reamer in the reaming guide is difficult to pass due to the ridges and wear on reamer & drill tower. They opened a second set and physician felt the same. The third tibial prep tray was able to be passed without issue. A surgical delay of 3-6 minutes was noted.